Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation.

Event description:
Edwards received additional information that this 19 mm bioprosthetic aortic heart valve was failing due to severe stenosis, secondary to degeneration.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause of the event was due to patient factors and progression of valvular disease. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 19mm aortic valve implanted 17 years, seven months, required transcatheter valve-in-valve intervention due to stenosis. A 20mm transcatheter valve was implanted inside the failing 19mm valve. Patient was transferred to intensive care unit and became hypotensive soon after arrival. It was learned the patient expired.